Event description:
This 77 year old male presented with atrial lead intermittent non-sensing and non-capture. He has an advisory atrial lead. The lead was freed without difficulty and withdrawn completely intact. The support j was entirely intact with no evidence of fracture or lead integrity problems.